Event description:
Spontaneous call from pt's spouse who was having ms3 pump issues sn (B)(4). Push rod was not retracting as it should. Tried to restart the pump and trouble shoot. Unable to get push rod to move. Advised we will send new pump for today. Pt switched to back up pump. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2019 to current.